Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) replaced coil cable due to sporadic issues. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The full event site name is (B)(6) but was shortened due to the character limit.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen will not turn on, until the customer move the coiled cable. Event discovered before use on patient. No adverse event reported. No patient involvement.